Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. External insulation abrasion was noted at 47.9-48.1cm and 48.8-49.3cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advice of an event observed during analysis.